Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated one of their leads pulled out and the other needed to be reconnected the day of the report. There were no contributing factors reported. The patient had already gone to the doctor the day of the report to have the issue taken care of, it was reported the issue was resolved. No patient symptoms were reported. No further complications were reported or anticipated.